Event description:
It is reported that during an ankle surgery on (B)(6) 2013, the surgeon was drilling a hole for a medial malleolus screw and the 2.5mm drill bit broke in the patient. The surgeon removed a small piece of the lateral cortex of the tibia and retrieved the piece of the drill bit. The retrieval of the broken piece took an extra 15 minutes. All the pieces of the drill bit were removed. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. Additional product code - hsz.